Event description:
The customer reports observation of a depressed atellica im 1600 ca 19-9 result for one patient, which was discordant relative to the clinical picture and re-test result. The initial result was not reported to the physician. The same sample was re-tested two days later, and produced a higher result which was accepted as correct. There are no allegations of patient harm, changes in treatment, or delay in diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of a depressed atellica im 1600 ca 19-9 result for one patient, which was discordant relative to the clinical picture and re-test result. Later re-testing produced a higher result which was accepted as correct. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Under limitations, the IFU states the following: "warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19[?]9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19[?]9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens is investigating,

Manufacturer narrative:
MDR 1219913-2022-00085 was filed on 2022-03-17. Correction: in section h10 of the initial report, the assay name was incorrectly shown as "ca 19[?]9". This should have been "ca 19-9". Additional information, 2022-04-20: siemens has concluded the investigation. A customer from outside the united states reported observation of a depressed atellica im 1600 ca 19-9 result which was discordant relative to the clinical picture and repeat testing. A review of data from the analyzer indicates that the cause for the discordant low result was the assay calibration performed on (B)(6) 2022. It was noted that the signal obtained for the low calibrator in this calibration was 10-fold higher than that seen for the same calibrator in other calibrations using the same reagent lot. The observed signal for the high calibrator was normal. As the customer began processing patient samples using the faulty calibration before quality control (qc) samples were tested, depressed results were produced before qc failure was observed (all levels reporting <0 ku/ml). Following recalibration, qc results were within appropriate ranges. The customer had run three calibrations with atellica im ca 19-9 lot 506 in the 1.5-hour period prior to the problematic calibration. The calibration immediately prior to the problematic calibration used the same primary reagent pack, indicating that the primary pack is not the source of the calibration issue. The cause of the depressed patient results observed by the customer was an isolated faulty calibration where the low calibrator did not perform as expected. Siemens is unable to determine the specific cause for the issue affecting the low calibrator in this instance. There is no indication of a persistent or recurring issue. Based on the investigation, no product problem was identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.